Event description:
The user was exporting treatment plan information from our xio rtp system, running release 4.3.1,to a varis r & v system.the user noticed that wedges were not being exported to the varis system correctly.the error was detected,and no patients were mistreated. This problem was also reported by another xio user (see MDR 1937649-2006-002).